Event description:
A (B)(6) male pt's daughter-in-law contacted zoll customer support to report belt / check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (adjust belt / check belt) was confirmed. Upon eval, there was corrosion on the crimps inside the ECG electrode d and resistor r1. The cause of the adjust belt / check belt messages is the corrosion inside ECG electrode d. The cause of the corrosion is contamination. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated electrode belt. The pt rec'd a replacement electrode belt.